Event description:
As reported by the user facility in brazil: expected 46-hour infusion. The infuser was manipulated on (B)(6) 2023 at 11:10 am and it was installed at 12 pm the same day. End of infusion on (B)(6) 2023 around at 03 h. The infusion ended 7 hours before of the schedule.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, empty easypump ii lt 100-50-s-EU/sa without packaging. Weight of the sample in received condition: 60,1 g. The following investigations were conducted: visual inspection: as-received condition the white clamp is closed, and the patient connector (lla-cone) was closed with a combi stopper. The original wing cap was not handed over by the customer. Furthermore, the received sample was taken to a visual inspection for damages to the test method for damages. We detected no damages or other faults at the received sample. Functional inspection: afterwards the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume of 100 ml with nacl 0.9 %. After starting the pump and waiting for 60 minutes the pump is not working (solution was not running). We assume the sample is blocked due to visible drug residues. After these 60 minutes leakages were not detected at the sample. Physical inspection: due to the blocked pump the complained over infusion cannot be examined and assessed. We assume the blockage was caused by the drug crystallization which was formed overtime. Final control flow rate report of affected batch 22e30ged81 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -2.50% and 4.65%. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2 ml/hr to 2.36 ml/hr. Factor 2 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: as received condition, the clamp clip of the sample was clamped, and the patient connector was connected to the red combi stopper. Visual inspection had done throughout the received sample. White crystallize residue was found throughout received sample. White crystallize residue was detected on the filling port, in the triangle tube, in the microbore tube and in the patient connector. The received sample was then unclamped. No flow was observed at the received samples. The blockage of the received sample was potentially due to white crystallize observed at the triangle tube, microbore tube and patient connector. The crystallization/precipitation of drug will affect the flow rate of the sample. The crystallization/ precipitation will cause the blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. Since the received sample was blocked, further investigation on the flow rate was not possible. Since the received sample is blocked, further investigation for flow rate was not possible. Hence, we considered this complaint as not confirmed. Cause: cause could not be determined. The received sample is blocked, further investigation for flow rate was not possible. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.